Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that "there was a kink reported in a triple lumen powerpicc by the vat team. The kink occurred at ~6cm mark under the patient's skin. PICC was placed in patient on (B)(6) 2023 and removed on (B)(6) 2023 due to kink. Vat team had to replace line in opposite arm, which led to extra unnecessary poke and pain to the patient. Staff attempted tpa x 2 on 3/5 and 3/6 prior to performing x-ray to uncover PICC was kinked. Unnecessary sticks to patient (replacing line), unnecessary medications given, second invasive procedure, patient anxiety and worry regarding something happening to new line."

Event description:
It was reported by the customer that "there was a kink reported in a triple lumen powerpicc by the vat team. The kink occurred at 6cm mark under the patient's skin. PICC was placed in patient on (B)(6) 2023 and removed on (B)(6) 2023 due to kink. Vat team had to replace line in opposite arm, which led to extra unnecessary poke and pain to the patient. Staff attempted tpa x 2 on (B)(6) and (B)(6) prior to performing x-ray to uncover PICC was kinked. Unnecessary sticks to patient (replacing line), unnecessary medications given, second invasive procedure, patient anxiety and worry regarding something happening to new line." Additional information received on 5/23/2023: catheter placed right upper basilic vein. Catheter trimmed to 42 cm with 3cm left external.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.